Event description:
Additional information was received that the cause of the pipeline failure to open was not determined. The distal section of the pipeline did not open. The pipeline was not placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex shield inner pouch; and within a dispenser coil. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid was found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex shield braid was found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was minimal and the pipeline was not placed in a vessel bend. Which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open. The patient was undergoing the procedure for flow diverter treatment of left carotid artery unruptured saccular aneurysm. The aneurysm max diameter was 4mm and the aneurysm neck diameter was also 4mm. The distal landing zone was 4mm; the proximal landing zone was 5mm. Vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. It was reported the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was delivered to the ipsilateral m1 segment and deployment was initiated. Approximately 7-8mm of the pipeline stent tip was exposed and the surgeon waited about 10 seconds but the pipeline tip failed to open. The surgeon deployed up to about 12mm and the stent tip still failed to open. The surgeon tried to maneuver the pipeline: resheathed and redeployed, shaking, push and pull, but the tip of the stent could not be opened. The pipeline was then removed from the patient's body and still could not open in vitro so the pipeline was replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.